Event description:
It was reported that there was a loose connection between a supply line of the homechoice cassette and a solution bag which resulted in leak. This was observed during use of the device for peritoneal dialysis therapy. The patient would renew the setup with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A1: patient identifier: (B)(6). E1: initial reporter first name : (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.